Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. The insulin flow blocked alarm functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer's insulin pump was over and under delivering. The customer¿s blood glucose level was 101 mg/dl at the time of the incident. The caller stated that the customer's infusion set had air bubbles. The customer stated that the motor does not travel straight up but leans to one side, and they can see a shadow when it drives up. The caller stated the infusion set was not the issue. Troubleshooting was completed but did not resolve the all the issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.